Manufacturer narrative:
Three used applicator devices and two used tubing sets were received for investigation. One infusion site was observed within the applicator, delaminated from the adhesive pad, and had a bent cannula. The other infusion site had its adhesive pad present, also with a bent cannula. The devices were functionally tested, but the investigation could not duplicate the reported infusion issue. Each sample presented free flow, with no blockage. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Based on the results of the investigation, the reported complaint could not be confirmed. No root cause could be identified for the bent condition of the cannulas.

Event description:
It was report that a line blocked alarm occurred while the set was in use. The user changed the infusion set using best practice methods, and a 1-unit bolus delivered successfully with no line blocked alarm triggered. The event occurred while in use with patient. The operator of the device was the lay user or patient. There was no patient injury.